Manufacturer narrative:
(B)(4).

Event description:
The device was explanted and replaced due to possible early battery depletion.

Manufacturer narrative:
Upon receipt, the device had not yet reached eri as consecutive daily voltage measurements at eri level had not occurred and eri flag had not been triggered. A longevity assessment revealed normal battery depletion. The device showed normal characteristics when interrogated with and without load. The device passed temperature cycle test with no anomalies and is considered to be normal.